Event description:
Patient called facility complaining of a rash that developed on her chest the day after she had her mammogram.

Manufacturer narrative:
Device was not returned for eval. Unable to determine the relationship of the device to cause of the event.